Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, visual analysis showed the device was received with the capsule fully closed. The handle was not intact. The deployment knob components were received loose and detached from the rest of the handle. Both tabs were completely detached from the deployment knob component. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicated the actuator ("handle") separated during loading. The dcs was returned to medtronic for analysis which confirmed the reported actuator separation. Both tabs on the actuator were broken and detached. No other evidence of damaged was observed on the subject dcs. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during loading of this transcatheter bioprosthetic valve, the handle separated. The trigger of the expansion knob was used to open the capsule, the valve was loaded, and the capsule was 1/3 closed when the handle separated. The valve was not used for implant. No adverse patient effects were reported.